Event description:
The subsidiary service repair tech (srt) reported that during routine testing of the device at the manufacturing engineering center (mec), there was no pressure value displayed on the central control monitor (ccm). There was no patient involvement. After the system was rebooted, the malfunction was cancelled.

Manufacturer narrative:
Eval is in progress, but not yet concluded.